Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Sc -breast cancer, a little overweight but not obese. Large seroma requiring aspirations and eventually leaking and needed a return to theatre to place drain, had a positive margin so drain put in when cavity re-operated on. Developed large seroma after each op. What are the name and date of index surgical procedure? Breast and thyroid patients, mainly breast. What were the diagnosis and indication for the index surgical procedure? Breast cancer, implant revision, thyroid nodules. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Nothing relevant to be an alternate cause of seroma. Was there any intraoperative concurrent use of other products? No. What is the lot number? Unknown what was the intended use of the surgicel? Haemostatic powder was it used to address active bleeding or used prophylactically? Placed to prevent a seroma. Bleeding is controlled but the surgicel has been ideal for the general ouze where was the surgicel used (on what tissue)? Breast cavity, mastectomy cavities and thyroid bed how much surgicel was used during the procedure? To coat the surface (like a mist). If excess was washed out. Smaller wounds it often has excess so takes more to washout, but was washed out as risk to drains was the surgicel product left in place? No, product was rinsed out after haemostasis was achieved. Was the excess irrigated and removed? Yes, particular attention was put on this when drains were used. What were current symptoms following the index surgical procedure? Onset date? All had swelling or a blocked drain that leaked post drain removal. Were cultures performed? If yes, are the results available? No, only amanda had an infection after aspirations. When presented as seroma no clinical infection so cultures not taken or indicated - infection was not a contributor. Did the patient undergo a patch test? No, pt¿s had no history of skin issues/reactions what type of surgical treatment or medical intervention was performed? Aspirations in rooms, us guided pigtail drains, what is physician¿s opinion as to the etiology of or contributing factors to this event? Powder blocks the drains. Stops bleeding well but when used for ooze it stops the ooze (definitely less post op hematoma) but trade off is worse seroma. As mentioned I have stopped using for now as I want to monitor what happens with current patients. If there were ongoing issues without surgicel use then an alternate cause is likely. However, if there is no further issue the only thing changed is the surgicel use, therefore I would suggest the surgicel is the cause of the excess seroma. I was going to assess this after a 4-6 week period of no surgicel use. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? Unknown, that's what trying to work out. But I am concerned the surgicel blocks drains too easily and whilst excellent at stopping bleeding it results in increased seroma formation which has its own problems what is the patient¿s current status? All are doing ok, will have to watch if the patients post implant with flex have further seroma and issues with flex integration. There is no concern from patients, all been managed well. Some have asked why this occurred and I have said we are investigating if products used to stop bleeding may be responsible. All are happy with this explanation. What is the user's experience with surgicel powder and other hemostatic agents? Surgeon had been using surgicel for 4 months prior to these surgicel reactions with nil issues. Surgeon has vast experience with haemostatic agents as a side, I switched from tachosil to arista due to redness and swelling in thyroid wounds, then arista to surgicel due to seroma. Now surgicel to nothing. I suspect all these hemostats are great at stopping bleeding and I would happily use surgicel if bleeding was an issue. But as a prophylactic I won¿t use as you seem to create a new problem trying to prevent another. Surgeon has been using surgicel powder on-label following correct procedure since (B)(6) 2023. Despite no other changes in operating technique, surgical use, irrigation technique, irrigation fluid - large seromas are being seen in patients across 2 different hospital sites (same surgeon) surgeon technique has been observed ¿ using minimal product to achieve hemostasis and then thoroughly irrigating and aspirating surgicel powder prior to closure as you can see this has been seen across a range of different surgeries this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Sc -breast cancer, a little overweight but not obese. Large seroma requiring aspirations and eventually leaking and needed a return to theatre to place drain, had a positive margin so drain put in when cavity re-operated on. Developed large seroma after each op. What are the name and date of index surgical procedure? Breast and thyroid patients, mainly breast. What were the diagnosis and indication for the index surgical procedure? Breast cancer, implant revision, thyroid nodules. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Nothing relevant to be an alternate cause of seroma was there any intraoperative concurrent use of other products? No what is the lot number? Unknown what was the intended use of the surgicel? Haemostatic powder was it used to address active bleeding or used prophylactically? Placed to prevent a seroma. Bleeding is controlled but the surgicel has been ideal for the general ouze where was the surgicel used (on what tissue)? Breast cavity, mastectomy cavities and thyroid bed how much surgicel was used during the procedure? To coat the surface (like a mist). If excess was washed out. Smaller wounds it often has excess so takes more to washout, but was washed out as risk to drains was the surgicel product left in place? No, product was rinsed out after haemostasis was achieved. Was the excess irrigated and removed? Yes, particular attention was put on this when drains were used. What were current symptoms following the index surgical procedure? Onset date? All had swelling or a blocked drain that leaked post drain removal. Were cultures performed? If yes, are the results available? No. When presented as seroma no clinical infection so cultures not taken or indicated - infection was not a contributor. Did the patient undergo a patch test? No, pt¿s had no history of skin issues/reactions what type of surgical treatment or medical intervention was performed? Aspirations in rooms, us guided pigtail drains, what is physician¿s opinion as to the etiology of or contributing factors to this event? Powder blocks the drains. Stops bleeding well but when used for ouze it stops the ouze (definitely less post op hematoma) but trade off is worse seroma. As mentioned I have stopped using for now as I want to monitor what happens with current patients. If there were ongoing issues without surgicel use then an alternate cause is likely. However, if there is no further issue the only thing changed is the surgicel use, therefore I would suggest the surgicel is the cause of the excess seroma. I was going to assess this after a 4-6 week period of no surgicel use. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? Unknown, that's what trying to work out. But I am concerned the surgicel blocks drains too easily and whilst excellent at stopping bleeding it results in increased seroma formation which has its own problems what is the patient¿s current status? All are doing ok, will have to watch if the patients post implant with flex have further seroma and issues with flex integration. There is no concern from patients, all been managed well. Some have asked why this occurred and I have said we are investigating if products used to stop bleeding may be responsible. All are happy with this explanation. What is the user's experience with surgicel powder and other hemostatic agents? Surgeon had been using surgicel for 4 months prior to these surgicel reactions with nil issues. Surgeon has vast experience with haemostatic agents as a side, I switched from tachosil to arista due to redness and swelling in thyroid wounds , then arista to surgicel due to seroma. Now surgice to nothing. I suspect all these haemostas are great at stopping bleeding and I would happily use surgicel if bleeding was an issue. But as a prophylaxtic I wont use as yuo seem to create a new problem trying to prevent another. The product specialists are doing some further follow up with the surgeon but from a clinical perspective the follow up that has been ascertained so far: surgeon has been using surgicel powder on-label following correct procedure since (B)(6) 2023 despite no other changes in operating technique, surgical use, irrigation technique, irrigation fluid - large seromas are being seen in patients across 2 different hospital sites (same surgeon) surgeon technique has been observed ¿ using minimal product to achieve haemostasis and then thoroughly irrigating and aspirating surgicel powder prior to closure as you can see this has been seen across a range of different surgeries this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wle and sentinel lymph node dissection + wide local breast excision procedure on an unknown date and absorbable hemostat was used. The patient experienced a large seroma, with no drain. The seroma started leaking out of the wound, and the patient had to be taken back to surgery for a drain. The drain output was going to be reviewed and the next day. No infection has been reported to date. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What are the name and date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Did the patient undergo a patch test? What type of surgical treatment or medical intervention was performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.